Event description:
The account reported that when the side rail was lowered, the head section raised up on its own with the bed not even being plugged into a power outlet. When the patient was being transferred, the bed went into the chair position on its own. The patient was on an air tube and the tube was pulled out of the patient when the bed moved on its own. The nurse had to hold down the CPR lever to stop the bed from going into full chair position. When the nurse would let go of the CPR lever, the bed would still go into chair position. The bed was located in the ICU hallway. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom technician investigated and lowered the left lower side rail and the bed started to raise the head up. The technician raised the side rail and found the hand pendant hooked on the restraint hook and the side rail was contacting the hand pendant which caused the self-run on the bed. The technician spoke with the or nurse who was the witness to the event and she stated that the patient intubation stayed intact the entire time of the alleged incident and there was no injury or harm to the patient. The technician moved the hand pendant and hung it onto the side rail to resolve the issue. Based on this information, no further action is required.